Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture while pulling it through the ligament. It was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Examination of the returned uphold lite with capio slim found that one dart was retrieved from behind the cage of the capio slim. There was a small amount of suture attached to it. The head halves of the capio slim were separated. As a result, the carrier protruded through the split when actuated preventing the carrier from reaching the cage. All ten rivets were attached. The cage was bent demonstrating that the user had difficulty using the device during the procedure and most likely torqued the suture capturing device. Analysis also revealed that the returned mesh assembly appeared unused. There was no damage to the mesh assembly indicating that this was not the complaint device. The user most like opened a second pfr kit for this procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Updated based on the analysis that the dart was found in the capio cage.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture while pulling it through the ligament. It was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.